Event description:
This spontaneous case was reported by "an other" and describes the occurrence of uterine perforation ("uterine perforation") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, "patients" had essure inserted. On an unknown date, "patients" experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), headache ("headache"), back pain ("back pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("irregular, heavy vaginal bleeding"), abdominal distension ("abdominal swelling"), mood swings ("mood swings") and depression ("depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, headache, abdominal pain lower, vaginal haemorrhage, abdominal distension, mood swings and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, depression, headache, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.